Event description:
Pt has severe metal allergy due to a previous metal based implant. Due to this allergy pt must have an epipen with her at all times. Pt has had several epipen malfunction since 2007, such as: when injected fluid does not release from pen and other incidences where when she injected herself the needle bent and became difficult to remove. Pt is very concerned because of her allergies to metal causes her throat / tongue to swell, difficulty breathing and hives, and if she can't get medication administered in time it could cause her to be hospitalized or more severe consequences. Pt believes the problem is due to the design of the epipen.